Event description:
On call spoke to (B)(6) who spoke with (B)(6) earlier regarding the pt. (B)(6) tried to troubleshoot the pump but pump was beeping even after the batteries were taken out and she could not trouble shoot. Pt switched to the back up pump and medication was being delivered ok. (B)(6) asked to courier one legacy to the pt. Informed on call rph and he will courier a pump from mtp. Dates of use: from (B)(6) to ongoing. Diagnosis or reason for use: pah. "The reported product fault occurred while in use with the pt: no the product issue did not cause or contribute an injury to the pt. We did replace the device."